Event description:
Revision surgery was reported to remove the plate due to a fracture of the bone, it was reported that during the revision surgery another fracture occurred. A nail was implanted.

Manufacturer narrative:
(B)(4)